Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system-1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. The pst initiated calibration and calibration failed. He removed the cover from the epgs and found the connector to the flowmeter was not fully inserted. The pst fully inserted the connector and the epgs passed calibration. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.76 volts, within the specification of 0.55-2.758 volts. The epgs was released to the customer on 03-aug- 2015 after reconditioning was completed and flow meter was installed at that time. Service memo was given to the manufacturer service depot for this issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Unit return dilligence attempts are ongoing.

Event description:
The user facility's trained biomedical engineer (biomed) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) failed oxygen (o2) calibration. The biomed did not attempt to repair the unit. There was no patient involvement.